Event description:
This device has a sharp edge on the area meant for siting and this had cut through pt's skin. This is the second one pt would use and had reported to the compny but has not heard from them. The wound made has taken long to heal since pt is diabetic.

Event description:
Add'l info rec'd from MFR 8/27/2004: in august of this year, invacare received the report from the FDA. Rptr was contacted again and alleged a tearing within the seat cushion of the 6690 device. Rptr was sent a replacement seat cushion. However, considering the almost year worth of use no further analysis was performed. On a follow up conversation, rptr alleged that the new seat was cracking and that the inner support was "pinching skin". Manufacturer suspects that replacement device may not have been properly installed by the consumer. To alleviate the users concern and the potential of an installation error a complete replacement 6690 device was again provided to the user. The original replacement was discarded. In a recent follow up conversation that occurred on august 19, rptr advised that they were happy with the replacement product and that all was now well. While the exact use pattern of this consumer is unk, conversations suggest that this user may be using the chair as a long term / transport style chair. The consumer was advised on proper use and to refer to the user guide that shipped with the product. Concerning remedial action, invacare has no history to suggest any product issue involving either device that was used by this or other consumers. No remedial action is indicated.